Event description:
Code blue was called on patient. Staff grabbed the code cart, there were no delays in chest compressions. When grabbing the endotracheal tube for intubation (they are usually one piece), the two in the code cart were two pieces that had to be put together. Due to the equipment, there was a minute delay with being intubated.